Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was confirmed. The nail does not stay in place as stated in the complaint. The spring which is used to keep the nail within the overall assembly is missing from the portion of the assembly that was returned, but wouldn¿t prevent the instrument from being used correctly if absent. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the missing spring. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Nail doesnt stay in place. The instrument was used to complete the procedure and there was no delay.